Manufacturer narrative:
(B)(4) ¿ granuloma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-10853. The same patient is represented in each medwatch.

Event description:
It was report via a journal article that a patient underwent varicose vein surgery on (B)(6) 2005 and a topical skin adhesive was used to close the skin. Suture was used for ligation. Approximately 4 weeks post-operative the patient developed extrusion of the suture, granuloma formation, and inflammation. The patient¿s complaints were minor and he did not want to have the granuloma removed.